Manufacturer narrative:
The picco catheter that was used during the reported event was not returned for investigation. Therefore it is not possible to confirm if there was a malfunction or any deviation from the spec. The reported malperfusion is a known complication of arterial cannulation. Please note, this event is being filed as a retrospective MDR as a result of a review of our complaint database.

Event description:
It was reported that after 6-7 hours of placement of a picco catheter in the right femoral artery of a patient, the patient's foot began to turn blue/black. The catheter was removed and no surgical intervention was needed. (B)(4).